Event description:
It was reported that the device "failed to hold a seal" during a laparoscopic cholecystectomy. The device was not replaced. There was no harm to the pt.

Manufacturer narrative:
Final device investigation found that the device passed the first leak test. A second test then was performed with an obturator inserted into the device and the device did not pass the test.